Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump was not delivering the correct amount of insulin and her blood glucose went down to 40 mg/dl. Customer stated that her insulin pump only supposed to deliver 2.3 units and it delivered 9.175 units. Customer stated that her blood glucose was 273 mg/dl she bolus 4 units of insulin, had some food and the blood glucose dropped to 73 mg/dl. Nothing further was reported.